Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had gross under delivery, almost non-existent delivery. The pvt attempted but was stymied right out of the gate when the pump would not push fluid/air to do first test (air in line test). Almost seemed as though the upstream fluid valve was stuck shut as there was a little vibration of fluid at the end of the admin set but no delivery. As though the peristaltic action of the pump was occurring but there was a stable block of any fluid entering the pump. Could just be some sort of drive motor failure. Nurse was infusing potassium phosphate to the patient at their shift. The event happened during infusion at the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.